Event description:
It was reported that during a recanalization procedure for thrombosed superficial femoral artery via groin access, while removing the device the wire had allegedly broken off in the sheath. It was further reported that the proximal part of the wire was against the iliac wall and the broken part was tried to snare but unsuccessful. Reportedly, a balloon was used to grab against the portion of the wire remaining in the vessel and drag it out by dragging the balloon. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was returned for evaluation. The guidewire was physically investigated. The guidewire was broken at 76 cm from the tip of it. The broken piece of the guidewire was not sent. The catheter was not sent for the investigating neither. The investigation is confirmed for the reported issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a recanalization procedure for thrombosed superficial femoral artery, while removing the device the wire had allegedly broken off in the sheath. It was further reported that the proximal part of the wire was against the iliac wall and the broken part was tried to snare it out but was unsuccessful. Reportedly, a balloon was used to grab against the portion of the wire remained in the vessel and drag it out by dragging the balloon. There was no reported patient injury.